Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels 540 mg/dl. Customer experienced blood glucose level of 443 mg/dl. Customer was treated with manual injection and insulin pump. Customer stated that they did self test and it was passed. Customer did not allege insulin pump for under delivering. It was unknown whether the customer was using auto mode at the time of reported event. The insulin pump will not be returned for analysis.